Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt "zapping" at the pocket site. All impedances were within the normal limit and the system was intact. When asked if the patient experienced the zapping regardless of whether the ins was on or off the patient claimed to never have the ins turned off. However, data showed that the ins was not on for the past 30 days. The data was at odds with the patient's story. The patient was reprogrammed. The patient said that the data reports from the ins were inaccurate and the representative noted that the ins seemed to be performing perfectly from everything they could observe. The representative stated that the report of zapping in the pocket must have occurred when the ins was off as the ins had been off for the last 30 days. The representative noted that the issue was resolved. No further complications reported.